Event description:
It was reported that there was aseptic loosening of the stem so the surgeon revised.

Manufacturer narrative:
It was noted that the hospital will not release explant information or the device for evaluation. The device was reported as an unknown accolade stem. Should additional information become available, it will be provided in a supplemental report. (B)(4).